Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens twisted and flipped and went into the patient's eye upside down. A corner of the lens was torn while being removed from the patient's eye, within the same surgery. There was no patient injury. The backup lens was implanted. The surgeon indicated he felt the lens was loaded properly and it appeared the foam tip plunger may have over-ridden the lens upon insertion, causing the lens to flip.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; unintended movement; torn material; (plunger override). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).